Manufacturer narrative:
The affected medium hexdriver was not returned, only the internal hex captured screw was returned for evaluation. A sem examination revealed fracture surface of the threaded portion of the medium hexdriver retainer shaft stuck inside the screw. Our investigation included a lab analysis which concluded that the trigen medium hexdriver retainer shaft fractured due to ductile tensile overload. An overload fracture can occur if the mechanical loads applied to the threaded portion of the retainer shaft exceed the strength of the material. An eds analysis of the retainer shaft tip identified compositional elements of 465 ss. No material or manufacturing deviations were observed during this investigation. It is unknown if the retainer shaft was fractured in a prior surgery and the crack was completed in the final surgery. Our clinical investigation indicated that aside from the extended surgery time, there was no patient harm or injury reported as a result of the device related issue. No further medical assessment is warranted. A review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the parts revealed no prior complaints for the listed batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported a surgical delay greater than 30 minutes due to instrument broke.